Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test alarm and unresponsive buttons. The customer's blood glucose level at the time of incident was unknown. The customer states the buttons were stiff and may have been exposed to moisture. The customer was advised the pump would need to be replaced. The customer declined to complete troubleshoot and declined to accept continuation of therapy pump.